Event description:
Customer alleges the device did not power on properly. The incident occurred prior to pt connection during routine transport. Customer had a back up device, there was no adverse out come to pt. Service rep could not duplicate the reported condition. A component was replaced, as a precautionary measure, and proper operation was confirmed.